Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Your new omnipod insulin management system 1 / page 8: alerts and alarms: for your safety, the omnipod system provides a range of alerts and alarms to tell you that your attention is needed, or to warn you of hazardous situations. Using the pod 5 / page 44: warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107: advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that a patient's infusion site (right thought) developed itching and a rash with "mild bleeding," "light bruising," and "yellow discharge," while wearing the pod longer than 48 hours. Patient discovered these issues after removing pod due to a hazard alarm. Subsequently, patient's hcp provided an unknown antibiotic and topical steroid (clotrimazole betamethasone) as treatment.